Event description:
Sailor plus balloon inflated to 12 atm ruptured while inside the patient. Immediately after the rupture, the physician attempted to pull the balloon out, but the balloon tip broke off in the (6f) sheath. The malfunction resulted in deaccess of the fistula.